Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 7.7 cm in diameter thoracic aortic aneurysm approximately one year ago. It was reported that two weeks post index procedure the patient was hospitalized due to dyspnoea (difficulty breathing) and rise in number of wbc. The patient recovered one month later. This was documented as possibly related to the study device and the study procedure. A CT scan was also performed while the patient was hospitalized; a type ii endoleak, subtype undetermined was seen. No intervention was performed. The investigator assessed that there was no relation to the study device but this was definitely related to the study procedure. Five months post index procedure, the patient required an in-patient hospitalization for an arteriovenous fistula in the right upper arm. A surgical procedure was performed to separate the artery from the vein. The patient recovered from the arteriovenous fistula surgery. The investigator assessed the relationship of the arteriovenous fistula in the right upper arm as possibly related to the study procedure. There was a distal type 1b endoleak that started a year post index procedure which required in-patient hospitalization, which was assessed to be not related to the device and probable relation ship to the procedure. A diagnostic procedure was done. Outcome of the event is continuing. The patient status was not reported. No clinical sequelae were reported. (MFR report# 2953200-2011-01815, 2953200-2011-01816).

Event description:
It was reported that the patient was successfully treated for the distal type I endoleak via tevar. The investigator assessment states that the event is not related to the study device; however, it is probable that it is related to the study procedure.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (type ii endoleak); inherent risk of procedure (endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).